Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is requesting assistance with programming the insulin pump. Customer's blood glucose was 160 mg/dl. The customer was assisted with programming the meter ID.